Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 2 units bolus of insulin to address an elevated blood glucose (bg) level (specific bg value was not provided) and the pump history did not accurately reflect that a bolus had been delivered. As a result, the customer delivered a second bolus and subsequently experienced a low bg value; specific bg value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.